Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. A system check was started with tandem technical support, the customer declined to continue troubleshooting. A replacement pump was sent to the customer.